Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. She then received a battery out limit after changing the battery. The customer also stated she experienced a low blood glucose on the day of this report and treated with liquid glucose and pancake syrup. Battery out limit could not be cleared by button press. Customer's blood glucose was over 300 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and declined to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit or perform the occlusion test due to button/keypad anomaly. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube, cracked reservoir tube lip completely broken off, cracked display window and missing end cap sticker.